Event description:
Upon troubleshooting, it was discovered the meter was set in mmo1/l. The customer did not adjust medicationor allege any adverse events due to the mmo1/l readings. The customer was able to reset the meter to mg/dl with assistance. The customer was satisfied, and no product will be returned for evaluation.